Event description:
The patient reportedly has experienced some facial nerve stimulation since initial stimulation. In addition, several electrodes were identified as being short-circuited since initial stimulation. These problems were reportedly addressed through reprogramming. In february 2004, the patient reported decreased auditory performance and reprogramming was recommended. Explantation/reimplantable surgery was successfully completed in 2005, without prior notification to the manufacturer.